Manufacturer narrative:
Unique identifier (UDI) entry.

Manufacturer narrative:
Listed is beckman coulter fse. Site listed is customer site at which this event occurred. The fse identified the source of the smell as a damaged component on the stepper motor driver pcb (printed circuit board) and replaced the pcb to resolve this issue. Evidence indicates that an electrical fault in the precision pump motor circuitry caused the component to burn. With the available information, no distinction can be made between a user-caused fault and a component malfunction. (B)(4).

Event description:
On (B)(6) 2016 a beckman coulter fse (field service engineer) was at the customer site and detected an electrical burning smell coming from the customer's access2 immunoassay system (serial number (B)(4)). This event occurred while the fse was troubleshooting the instrument for an unrelated issue and the customer made no report of any burning smell.